Event description:
Information received from the field notes that during a routine follow-up, interrogation revealed dashes (---) for base rate, sensor parameters, refractories, hysteresis, and sleep function. A software download was not successful and measured battery data reported 2.64v, 59ua, 2 kohms. The patient was pacemaker dependent and the device was replaced.